Event description:
Per the clinic, the patient experienced poor performance with the device. An imaging (type not reported), confirmed electrode array was outside of the cochlea. Subsequently, the patient underwent revision surgery (specific date not reported), to reposition the device. The implanted device remains.